Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. The following sections were corrected: device product code: jey corrected to hrs. PMA/510(k) number: k121589 corrected to k142823. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00541-3.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two. Report one of two is reported on MFR #:0001032347-2017-00541.

Event description:
It was reported that two contra angle drivers were inspected by a scrub technician when they began to malfunction. It is stated the appropriate surgical technique was followed. There was no injury to the patient. The event caused a delay of fifteen minutes to the procedure.

Manufacturer narrative:
Date of this report was corrected to reflect jul 11, 2017. This is report two of two. Report one of two is reported on MFR #:0001032347-2017-00541.

Manufacturer narrative:
The screwdrivers were returned without packaging. The instruments were visually evaluated and found to be in poor overall condition. There were scratches and normal signs of wear on the instrument; significant discoloration was observed. There is some friction when rotating the knob on both drivers. The complaint was confirmed as there is friction while rotating the driver. The most likely cause of the complaint is determined to be due to chemical residual building up on the internal gearing. In the sterility section of the instructions for use it is stated, ¿staining and spotting may result on instruments that are steam sterilized if the instruments are not completely rinsed and free from residual chemicals. It is vital that proper drying cycles and the equipment manufacturer¿s recommendations are followed to prevent the formation of excess moisture and resultant water spotting.¿ there are no indications of manufacturing defects. This is supplemental report two of two. Report one of two is reported on MFR #:0001032347-2017-00541-2.